Manufacturer narrative:
Humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated within the ranges of 250-350mg/dl. Elevated bgs were treated by changing out the infusion set/cartridge, and administering a correction bolus. The customer was advised about labeling, as they had not been changing out supplies every 2 days, as recommended with use of humalog.